Event description:
It was reported that this right ventricular lead, recently implanted on the left bundle branch, exhibited oversensing and loss of capture. A lead dislodgement is being suspected. Further evaluation of the patient was scheduled. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing the this lead was explanted and replaced due to dislodgement. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead, recently implanted on the left bundle branch, exhibited oversensing and loss of capture. A lead dislodgement is being suspected. Further evaluation of the patient was scheduled. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that this lead was explanted and replaced due to dislodgement. This lead was returned to boston scientific for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.